Event description:
Account stated that they intubated pt in CT scan, requiring an ambu. Pt had been stable prior to transport. Condition deteriorated, unable to maintain saturation (sao2). Difficulty with ambu bag refill. Ambu switched to different product, pt condition improved.